Manufacturer narrative:
As reported event of lack of stimulation output from ipg was not confirmed. As received, the ipg did communicate with the lab patient programmer and was functionally tested to manufacturing specifications using the auto tester. The ucod portion of autotest failed due to no output on channel 8. X-ray analysis revealed a broken feed through wire for channel 8, which will cause lack of therapy if that electrode is programmed. The cause of the fracture is consistent with an overstress condition that occurred while in vivo. The associated returned lead had all 8 wires fractured which would've caused the lack of stimulation. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances and ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced. Effective therapy restored.